Event description:
A pump malfunction was reported by the caller, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. The malfunction code was reset successfully with the assistance of technical support, allowing the customer to continue using the pump. The customer was advised to contact support again if the malfunction recurs, and they acknowledged this advice.